Event description:
It was reported that the stent dislodged and transient hemodynamic instability occurred. An express ld vascular stent was selected for use to treat patent ductus arteriosus (pda) in a neonatal patient. The express ld catheter was unable to be advanced through both a 6f and 7f guide catheters. Then, another 7f non-bsc guide catheter was used. During advancement of the express ld catheter, the stent dislodged from the ballon catheter. However, the dislodgement occurred within the guide catheter. The stent did not dislodge into the vasculature and was able to be removed within the catheter system. Transient hemodynamic instability occurred while advancing the express ld catheter within the second 7fr guide catheter across the main pulmonary artery. Two additional transient episodes of hemodynamic instability occurred during catheter manipulation. Appropriate intra-procedural medical management was provided to treat the hemodynamic instability. The procedure was then cancelled. There were no further patient complications, and the patient recovered from the intra-procedural events.

Manufacturer narrative:
A2 - age at time of event: neonatal. B3 - date of event: the event date was not reported and estimated based on aware date. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the express ld confirmed that the events of stent dislodged inside the patient, reduced blood flow and unexpected medical intervention are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was failure to follow instructions. The device was advanced through a 6fr guide catheter with no evidence to suggest that an introducer sheath was used. As per the IFU, the minimum introducer sheath size to be used with this device is 6fr. The IFU and package label both display the acceptable introducer sheath size. This french size refers to the inner diameter of the introducer sheath. A guide catheter sizing pertains to its outer diameter; therefore, it cannot be determined if the 6fr guide catheter used during the procedure was compatible with the device. It is most probable that the stent was damaged due to the user attempting to advance the device through a 6fr guide catheter.

Manufacturer narrative:
A2 - age at time of event: neonatal. B3 - date of event: the event date was not reported and estimated based on aware date. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the express ld confirmed that the events of are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was failure to follow instructions.

Event description:
It was reported that the stent dislodged and cardiac depression occurred. An express ld balloon expandable stent was selected for use to treat patent ductus arteriosus (pda) in a neonatal patient. The express ld catheter was unable to be advanced through both a 6f and 7f guide catheters. Then, a 7f non-bsc destination guide catheter was used. Transient hemodynamic instability occurred while advancing the 7fr destination guide catheter across the main pulmonary artery. During advancement of the express ld catheter, the stent dislodged from the ballon catheter. However, the dislodgement occurred within the guide catheter. The stent did not dislodge into the vasculature. There was no intravascular migration or embolization of the stent. The stent was able to be removed within the catheter system. Two additional transient episodes of hemodynamic instability occurred during catheter manipulation. Appropriate intra-procedural medical management was provided to treat the hemodynamic instability. The procedure was then cancelled. There were no further patient complications, and the patient recovered from the intra-procedural events. It was further reported that the patient will not be brought back for another procedure, just medical treatment.